Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the left circumflex artery. A 1.25mm rotalink plus was selected for use. During the procedure, upon initial rotablation, it was noted that the burr became stuck in the lesion. The burr was pulled back manually. Another run with the rotalink plus was completed and the lesion was stented. There were no patient complications reported.